Event description:
Ordered medline canula from amazon and there is an odor like gas almost that caused my sinus to flare up when I used them. Left a couple out of plastic for 3 days and still the same. I'm not sure at this point if they are even safe for me to use. Would love to hear back on this issue. Thank you.